Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, pyxis machine was in critical override mode, and none of the machines were displaying the current patient or orders. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the pyxis were in critical override mode. A technical support specialist (tss) remotely accessed the cce (carefusion coordination engine) and observed that its memory and cpu (central processing unit) usage were critically high, at 98% and 99% respectively. During the inspection, multiple antivirus programs, eset, sophos, and amc were found running simultaneously on the server, contributing to the resource strain. The tss noted that customer was also connected to the cce and actively working to resolve the issue by uninstalling sophos and amc to reduce the system load and improve performance. The system functioned as intended after the issue was resolved.

Event description:
It was reported when using the bd pyxis¿ es server, pyxis machine was in critical override mode, and none of the machines were displaying the current patient or orders. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.